Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Without additional information or device return the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a valve model 25mm aortic pericardial valve implanted in the pulmonary position was explanted after an implant duration of approximately eight (8) years due to unknown reasons. No further information was provided.

Manufacturer narrative:
(B)(4). A black and white image of the valve was provided by the customer. Image evaluation found what appears to be heavy host tissue observed on the stent circumference at the inflow aspect. The outflow aspect has material surrounding the valve circumference, and encroaching over the leaflets. It is unable to determined if it is host tissue or part of the annulus. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable.

Event description:
Edwards received information that the patient underwent a bentall procedure during the same procedure. It was reported that there is "mild increase of pulmonary gradients," however the tte described peak pulmonary gradient of 16mmhg two years prior to explant. Through follow up with the healthcare provider it was learned that the congenital patient had multi-valve procedure at the time of the 25mm valve pulmonary position explant.